Manufacturer narrative:
When the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.